Manufacturer narrative:
Result: faulty head left load cell.

Event description:
It was reported by service report that the scale was not working accurately. No patient involvement or adverse consequences were reported.